Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue.there is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed.